Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular movement with the clip delivery system (cds). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The cds was advanced to the left atrium. The m-knob was used to steer the clip toward the mitral valve; however, the cds was moving medial and posterior and a set was noted in the shaft. The clip was not implanted and the cds removed from the anatomy. Outside the patient, troubleshooting was performed, but the device remained bent. The cds was no longer used, and was replaced. One clip was implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported difficulty positioning the device was influenced by the challenging patient anatomy. Additionally, this was a secondary effect of the reported delivery catheter (dc) shaft bend. The investigation was unable to determine a conclusive cause for the dc shaft bend. There is no indication of a product quality issue with respect to manufacture, design, or labeling.